Event description:
A consumer implanted for non-malignant pain and radiculopathy reported the implantable neurostimulator (ins) was implanted on (B)(6) 2015 and was removed (B)(6) 2015 due to an infection. According to the consumer there was nothing wrong with the device and it worked. The consumer was currently trying to get an ins put back in, but their insurance wouldn't cover the hospital where they were having it done at.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.